Event description:
It was reported that the device could not be interrogated and there was no magnet response. At the last follow-up visit, the device longevity estimate showed an average of nineteen months with a range of less than two months to thirty-five months. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product : 4568, implantable pacing lead, (B)(6) 2002. (B)(4).